Event description:
Pt underwent arthroscopy on 01/27/1998, due to locking, occasional popping and snapping of the knee joint. Delamination was noted on the tibial component and polyethylene fragments were removed. Revision surgery was performed on 03/13/1998, the tibial component was found to have fisssuring, cracks and wear. The device was replaced at that time.